Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
The logs from a ventilator that was ventilating a patient contained high airway pressure alarms. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air and o2 gas module were replaced and returned for investigation. Evaluation of the received device logs shows a matching event on the reported event day. Between mars 17, at 20:56 and mars 18, at 16:06, several alarms for airway pressure high were generated. A pre-use check was confirmed to be successful prior to this ventilation period. Robustness testing of the received o2 and air gas module has reproduced an oscillation in the o2 gas module. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module, where concluded that the solenoid has a contributing effect to this behaviors, but the root cause has not yet been fully established.

Event description:
Manufacturer reference#: (B)(4). Importer reference #: (B)(4).